Event description:
It was reported that the instrument was broken during use. No details were given and no patient complications were reported.

Manufacturer narrative:
(B)(4): a review of the device history records is not possible without additional device information. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.